Event description:
It was reported the patient experienced a loss of therapeutic effect six months prior to report and had an immediate return of symptoms. The patient had no stimulation sensation. It was stated there were impedances less than 250 ohms and contact 2 showed less than 50 ohms. Greater than 4000 ohms impedances were read on all or some unipolar pairs. There were 10 contacts showing high impedances. The default test value was increased and the test was reran with high impedances still present. The caller reported getting (???) In results of longevity report. It was stated the patient was going to have their battery and lead interrogated on (B)(6) 2013. The reported ¿believed the battery could be depleted.¿ it was reported the patient was scheduled for a possible replacement on (B)(6) 2013. It was stated the patient had ¿multiple impedances¿ and the battery read ¿ok.¿

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v782171, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).